Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, the physician reported that when the needle plunger was retracted, the needles appeared to be detached from the plunger. Hemostasis was achieved using a sheath and manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The report of when the needle plunger was retracted, the needles appeared to be detached from the plunger was not confirmed. During device analysis the needle tip was examined under magnificant and it was found that the cuff was attached. The cuff had link material still within and the suture was in the guide channels. These observations indicate the plunger mandrel did enter the foot pockets to capture both cuffs, but broke at the posterior cuff during plunger withdrawal. Since the link broke from the posterior cuff, the plunger would be retracted without the suture and may have looked as if the needle detached from the plunger to the user. The plunger and link were not returned with the proglide device. The cause of the event was related to the operational context at the time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Based on the information reviewed, there is no indication of a product deficiency.